Manufacturer narrative:
No patient information provided to date after calls to customer 07/22/2021, 07/29/2021, and 08/02/2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was clean and reassembled, adjustable pressure limit (apl) diaphragm replaced to resolve the issue.

Event description:
The hospital reported the adjustable pressure limit valve was sticking causing an over delivery of pressure during a case. The clinical team switched to ventilation mode to complete the case. There was no report of patient injury.